Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced same type of events with cannulas in 8 infusion sets as the cannulas were kinked. These events occured in the past 6 months. The symptoms were noticed 3 or more hours after insertion. The sets were in use for less than 48 hours for all events. The site was back of arm for 2 events and abdomen for other 6 events. The site was rotated regularly. Patient's blood glucose at the time of event was 300 mg/dl for all events. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1899482 - MDR 3003442380-2024-08439 - device 8 of 8.